Manufacturer narrative:
Section d1: the catalog number was updated from unk_spn to unk_spe. Visual, dimensional and functional analysis could not be performed as the device was not returned. Device history records and complaint history could not be reviewed as device catalog and lot number were not provided. The screw fracture may be due to numerous factors: injury postoperatively such as a fall, poor surgical technique and judgement, poor bone quality, failure of post operative immobilization. Multiple attempts were made obtain additional information, however, a response was not received. The event and root cause cannot be determined conclusively as insufficient information was provided to stryker. H3 other text : device not returned for evaluation.

Event description:
It was reported that an everest awl tap/tip experienced thread damage due to hitting a broken screw. The procedure was completed successfully without surgical delay. No adverse consequences were reported. Additional details regarding the screw are unknown. This record captures the reported broken screw.

Event description:
It was reported that an everest awl tap/tip experienced thread damage due to hitting a broken screw. The procedure was completed successfully without surgical delay. No adverse consequences were reported. Additional details regarding the screw are unknown at this time. This record captures the reported broken screw.